Manufacturer narrative:
The insulin pump was received with a detached end cap, a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, cracked reservoir tube window, a cracked belt clip slot, and a missing end cap sticker.

Event description:
It was reported that the customer's insulin pump was cracked along the side and was taped up, after it had been dropped several times. Customer stated she could pull a chunk off the insulin pump and the crack was near the scroll button. Customer's blood glucose was 136 mg/dl. Nothing further reported.